Event description:
Procedure: liver resection. According to the reporter: when cutting the caval vein, the instrument was fired and the vein was transected but the staples did not close. There was bleeding of about half a liter. There was a 30 min delay. The caval vein had to be sutured.

Manufacturer narrative:
(B)(4).